Event description:
The patient stated she was hospitalized for high blood glucose in 2007. Additional information regarding the incident was provided by the patient's dne. She stated the patient's blood glucose readings were 1200 mg/dl and she tested positive for ketones. Her normal blood glucose readings are 160-200 mg/dl. She stated the patient had an infection which caused the high readings. She was taken off of the infusion device while in the hospital and she was given fluids and an insulin i.v. The patient's symptoms of high blood glucose were confusion, thirst, and frequent urination. The patient was reconnected to the infusion device . The basal settings were adjusted and the patient's readings dropped to 48-50 mg/dl. The next day, the basal rates were adjusted again and the patient's blood glucose was returning to normal. At the time of the report, the patient's blood glucose was still a little high due to the infection and antibiotics. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.